Event description:
Vns patient has experienced a decrease in grand mal seizures since implant, but an increase in "small mal" seizures. It was reported that patient's pre-vns seizure frequency was 12+ parital and generalized seizures per month.